Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The system controller was connected to the equipment in the manufacturer's lab and the reported event was confirmed. The white power cable was maneuvered and the power cable disconnect alarm became active. The white power cable was then stripped at the connector end revealing a broken inner conductor. This situation is being addressed through the manufacturer's corrective/preventive action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was hearing random beeps coming from his system controller, only while connected to batteries. The patient described the beeping similar to a low battery alarm. The system controller was swapped with another system controller and no further problems were reported.